Event description:
It was reported that a sonopet universal handpiece was being used during a procedure when three sonopet tips used along with the handpiece melted. The procedure was completed using a backup device. There were no adverse consequences and no delay in the procedure alleged with this event.